Event description:
It was reported that the customer was hospitalized for high blood glucose of 31 mmol/l. It was stated that the customer had ketoacids in the blood and urine. It was stated that the cannula was bent, and the customer changed the infusion set after her blood glucose was very high. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.